Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found. The device was functionally normal.

Event description:
It was reported that the patient had valve surgery, and the external pulse generator (epg) was applied to the patient post-operative. The epg was on standby, in demand mode, at vvi, rate of 45 paces per minute, and the patient's own heart rate was 74 beats per minute. It was further reported that the patient's post-operative course was uneventful, until the patient was found dead by hospital staff five days post-procedure. The external pulse generator was found to be in avo mode, with a rate of 45 paces per minute. Resuscitation efforts were made but were unsuccessful. The cause of death has been requested but not received.

Event description:
It was reported that the patient had valve surgery and the external pulse generator (epg) was applied to patient post operative. The epg was on standby in demand mode at vvi rate of 45 paces per minute and the patient's own heart rate was 74 beats per minute. It was further reported that the patient's post operative course was uneventful until the patient was found dead by hospital staff five days post procedure and the external pulse generator was found to be in avo mode with rate of 45 paces per minute. Resuscitation efforts were made but were unsuccessful. The cause of death has been requested but not received.